Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing

Event description:
Hamilton medical ag received the following event description:it was reported that hamilton ventilator passed all pre-operational checks, set up correctly and once attached to the patient would not ventilate. Numerous alarms were seen with the initial start-up of the ventilator. Manual bag-mask ventilation was reported as uneventful with no resistance, no harm to the patient was reported.